Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unk / unknown head/ lot # unk, part # unk/ unknown stem/ lot #unk, part # unk/ unknown cup/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00043, 0001822565 -2020 -00044, 0001822565 -2020 -00045.

Event description:
It was reported patient has been indicated for revision due to metallosis, loosening of head and stem and wear to the poly liner.; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three images of the left hip demonstrate a left total hip arthroplasty with asymmetric superior position of the femoral head within the acetabular cup consistent with polyethylene wear. Cement fixation of the acetabular cup. There is radiolucency along the medial aspect of the proximal femoral component at the lesser trochanterwhich could indicate loosening. Suggestion of metallic fragments within the joint space itself which could indicate metallosis. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.